Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the device exhibited backup vvi mode. The device was explanted and replaced successfully. The patient did not experience any adverse consequence.